Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03oct2024, a patient presented with grade 3 functional tricuspid regurgitation for a triclip procedure. Four triclips were implanted, and imaging was noted to be challenging. The tr was reduced to grade 1. On the 30 day follow-up on (B)(6) 2024, a single leaflet device attachment (slda) was noted. The clip was suspected to be attached to the septal leaflet and detached from the anterior leaflet. The images were reviewed and the slda was confirmed by the physician on (B)(6) 2024. The mr was recurrent at grade 3. A second intervention has not been planned.